Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k113753 and k112160 .

Event description:
Doctor reported implant fracture with trauma at tooth site 46. Patient came on (B)(6) 2022 with fractured implant, the crown is at medical center. The remaining part of the implant remains in the jaw. Patient has been rescheduled for removal of the remaining part of the fractured implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: UDI updated. G3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type. H6: evaluation codes. H10: additional narrative. UDI updated

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was high bone density (type I). The reported device was at tooth location 46 (fdi) for approximately 1 year, 4 months.the customer did not provide images or x-rays. Review of appropriate documents: instructions for use - tapered screw-vent and trabecular metal implants - ifu4869 rev 9 - 10/2019. Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' DHR review was completed for the subject lot number (1237195). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.